Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
The following event was received from a voluntary medwatch report: during an atypical flutter procedure, a cardiac perforation occurred which did not require any intervention. The right atrial map was performed with a non-abbott catheter (octaray by johnson and johnson). Transseptal puncture was done to access the left atrium. The physician noticed she punctured the septum and got into the pericardium. The patient blood pressure was stable. The sheath was retrieved and the transseptal puncture was performed again. The left atrial map was performed with the non-abbott catheter (octaray by johnson and johnson). Ablation was done with the non-abbott catheter (smarttouch surround flow by johnson and johnson). The procedure finished successfully. Later in the day, an echocardiogram was performed, and no tamponade was found. The patient was stable. The next day the patient was still stable with no symptoms related to the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).